Event description:
It was reported that patient received multiple shocks. A lot of noise was noted on the right ventricular (rv) lead. The rv lead will be replaced with a new one. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Four patient alerts for rv pace lead ohms between (B)(6) 2012. Weekly pace measurement log data shows an abrupt increase for min and max rv pace equal to 776 to 3104 ohms peak between (B)(6) 2012. Thirty-five ventricular non-sustained tachycardia (nst) less than or equal to 210 ms on (B)(6) 2012. Fifteen ventricular fibrillation (vf) less than or equal to 200 ms average v-cycle on (B)(6) 2012. Ventricular short interval count (v-sic) equalt to 1124 counts avg/day, in 1.04 days, between (B)(6) 2012.